Manufacturer narrative:
Of the 80 allegations of a malfunction, 63 pumps were returned to animas and investigated. Of the investigated pumps, 60 were found to be malfunctioning due to moisture in the pump. During investigation for unrelated allegations, there were 268 instances of moisture found in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-76 years of age and between 23 and 340 pounds. Of the reported patients, 33 were male, 46 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/26/2016 - device evaluation: in q3 2016 3 pumps were returned and investigated. There were 2 instances of moisture ingress found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In q4 2016 there were 2 additional instances of moisture ingress failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program